Event description:
The surgeon inserted the vicm12.6 implantable collamer lens in the left (os) eye on (B)(6) 2012 and pupil block with elevated iop and excessive vault was noted following surgery. The incision was enlarged and the lens was removed the next day. Anterior chamber irrigation/evacuation of remaining visco/fluids and intraocular injection (medication) was performed. Patient is using cycloplegic drops, visocoelastic noted in ac and pi permeable. White to white distance rechecked 10.5mm. The lens was replaced with a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer reported that the lens was explanted but not replaced with a smaller lens. (B)(4).